Event description:
Patient was revised to address malpositioning of the metaglene and head.

Manufacturer narrative:
The device and x-rays associated with this report was not returned. A search of the complaint database found no additional reports for the part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.